Event description:
It was reported that the tracheostomy tube was found to be broken at the flange during a mechanical ventilation resulting in loss of airway stability. The device failure required an immediate tracheostomy tube change, and a code blue was initiated due to resulting hemodynamic instability. There was patient involvement and harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3 and h6 codes: updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review could not be performed as the lot number was unknown.